Event description:
It was reported in an abstract that a total of 15 patients with lumbar spinal stenosis caused by degenerative spondylolisthesis underwent an interspinous process decompression and implanted with a peek interspinous spacer. All patients were symptomatic with neurogenic intermittent claudication, showing symptom relief during flexion and worsening in extension. Per the report, one patient developed a "spinous process infraction fracture intra-op". The patient was treated with teriparatide medication and the fracture reportedly healed. No further information was reported.

Manufacturer narrative:
Literature citation: shoji yagi. Clinical results of x-stop peek for lumbar spinal stenosis caused by degenerative spondylosisthesis." 1-1-m8-6. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.